Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The vent was returned to carefusion for repair. The customer issue was confirmed and the unit¿s pr3 set at 50cmh2o causing the control to be at 5.6 psi and the dump to be over-pressurized. The specification calls for pr3 to be set at 40cmh2o. The pr3 was recalibrated to factory settings to resolve the issue.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that unit was running on a patient and suddenly depressurized and stopped, it did alarm correctly. They then hand ventilated the patient. While doing that they still couldn't get the unit to re-pressurized. The settings were amp 85 with power at 8.0, hz 4.0, it.33, map 30 fi02 65%. They then swapped out the circuit and did the circuit calibration and performance check and they passed. They then put the unit back on the patient. No patient harm noted.